Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 12, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Before and after cleaning the lens, the lens was with haptic damage and torn across the optic body, and after cleaning scratches were also observed, which can be attributed to handling. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed (based on the definition provided for dc-lens damaged), and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one additional complaint received from this production order. This complaint issue reported is not related; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was realized that a patient code must be updated from initial report submitted in section h6: health effect: impact code of "2199 - no health consequences or impact" to "removal and replacement". Section below updated to reflect this code. Section h6: health effect: impact code: 4631 (removal and replacement). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noted to be damaged when put in eye, had to be cut out. It was learned that there was no incision enlargement, vitrectomy, sutures done, no patient post-op injury. No other information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/ lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.